Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall occurred with motor stall recovery recorded in event logs. The stalls occurred multiple times starting on (B)(6) 2011. The patient was not near any potential sources of emi (electromagnetic interference) that would have caused the motor stalls. The medications being delivered via the device system were bupivacaine, and morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.